Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was recently implanted. It was noted that the report exhibited wrong information. Upon review, memory corruption was confirmed, and no effect on device operation. The device was optimized. At this time, the s-ICD remains in service and no adverse patient effects were reported.